Event description:
According to the complaint, at customer's place, sample measurement is done using flexq and the registration receipt barcode is created automatically. If the customer wants to see a patient's data directly on the analyzer it is made easier by using the registration receipt barcode. In this case, when the registration receipt barcode (for sample number: (B)(4)) was read by the analyzer, the analyzer presented the result from a different patient (for sample number: (B)(4)). The issue was discovered since a mismatch existed between the patient identification information on the registration receipt and the patient identification information on the presented result. Radiometer comments: whatever information customers use to identify patients, this information will be shown on both the registration receipt and the result retrieved - hence the received complaint covers a case of incorrect patient result retrieval. Note, that this case is not concerning barcode on sampler. It concerns a barcode on a registration receipt generated by the abl800 flex-q when a sample is queued for testing.

Manufacturer narrative:
In relation to this case a recall (radiometer ref (B)(4)) was issued 2017-10-02 and reported to FDA 2017-10-17 by radiometer america, inc.